Event description:
It was reported that the 9600 system would intermittently not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and ground had loose connections. The connections were tightened during the service call. The system was tested and found to be working as intended and put back into service.